Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 24 mg/dl at the time of the incident. The customer was stressed out and did not eat before participating in an activity. The caller did not mention how the customer was treated. The customer had low symptoms such as loss of consciousness in the rain. The customer was wearing the insulin pump during the incident. The customer's pump got exposed to rainwater and did not turn on again. Troubleshooting was not completed due to the blank display. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No blank display noted. However, device received with a high sleep current measurement and active current measurement test due to moisture damage electronic assembly. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.